Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main printed circuit board assembly, lcd (liquid crystal display), and keyboard pad (flex tape) are contaminated). The upper case and lower case are contaminated/broken. Lcd lens and battery drawer are broken.

Event description:
It was reported that the epg (external pulse generator) temporary pacemaker had a faulty keyboard. It was also reported the device will not shut off. It was noted the device goes to asynchronous pacing at full output when battery installed. When turned off, rate and output displays remain on. Won't turn back on. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.